Manufacturer narrative:
The returned journey bcs femoral, tibial tray and insert were examined visually and microscopically. The purpose of this investigation was to analyze the returned components. No destructive testing was carried out. The returned tibial tray grit blast surface had bone cement well bonded to the surface. The polyethylene insert had burnished areas on the articulating surfaces that were likely caused by normal femoral component articulation. The anterior surface of the polyethylene insert had a cut on the lock detail that likely occurred during extraction by an instrument. The returned femoral component had bone cement well bonded to the grit blasted surface. The femoral component had damage to the medial and lateral edges near the cement box, which was likely caused during removal. The femoral component had scratches on the posterior condyles. (B)(4). This indicates that the scratches were likely caused due to contact with the tibial tray during implantation or extraction. Based on visual inspection and sem evaluation of the femoral component, no material or manufacturing deviations were observed as part of this investigation.

Event description:
It was reported that a revision surgery was performed due to pain.